Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding other unknown patients receiving infusion therapy with an implantable device. The drug, dose, and concentrations were not provided. The indications for use were not provided. The consumer reported they have had multiple healthcare professionals tell them there have been issues with the manufacturer¿s pumps for years. The consumer also reported they had read documents referring to the issues with these pumps. No further information was provided.